Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that multiple tubing sets leaked.

Event description:
It was reported that multiple tubing sets leaked.

Manufacturer narrative:
The customer¿s report of multiple tubing sets leaking was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a balloon in the silicone tubing pump segment near the upper fitment. No other anomalies were observed. Functional and pressure testing resulted in the set not priming passed the hardened kink and massaging the kink to its normal state was unsuccessful. The source of the ballooning for set 3 determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown. A device history record could not be performed due to no lot numbers were provided by the customer.